Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence. It was reported that patient underwent medtronic interstim implant on (B)(6) 2012. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent removal of non-functioning interstim lead, lead placement, intraoperative programming and fluoroscopic needle guidance on (B)(6) 2014 due to urge incontinence and non-functioning device. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.